Event description:
It was reported that the cartridge leaked insulin from the o-ring. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer changed the cartridge and was able to resume insulin therapy successfully, and a return merchandise authorization was issued for the cartridge.